Event description:
It was reported during the patient's permanent procedure, the scs lead was moving. As a result, the physician used a dural separator which resolved the movement. However, the neuro-monitor indicated no motor or sensory response from the abdomen down to the bilateral extremities. The scs system was explanted which did not resolve the issue as there was still no motor or sensory response. Subsequently, the physician performed a decompression which resulted in sensory evoked potential responses gradually returning. The patient was treated with steroids and received a drain. As of (B)(6) 2014, the patient does not have full use of her feet and is using a walker. The patient is to meet with the physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.